Event description:
It was reported that at the last refill, the healthcare provider thought that the septum was leaking. The pump was filled with saline and it was determined that it was leaking into the pocket. No dye study was performed. The pump was replaced. There was no pt injury and the pt recovered without sequela.

Manufacturer narrative:
(B)(4). The pump has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.